Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: device inspection indicated all blockers, screws and rods showed mild scratches and mild discoloration likely due to in vivo use and removal damage due to explantation. The bottom surface of the blockers showed mild deformation likely due to compressive loading of the blocker. The patient's weight, patient's activity level post op, procedure technique, final tightening technique and/or length of implantation could all be contributing factors. Conclusion: the cause of the reported issue is multi-factorial.

Event description:
An "(B)(6) year-old paraplegic patient. During scopic controls performed in (B)(6) 2015, surgeon observed that the nut in t8 - left side was out of the screw head. The nut on t6 - left side is still is in the screw head. The left rod is out of the screw head on t6 and t8. It is also observed that the charcospine has grown and migrated to the t8 vertebra. The surgeon will revise the patient in order to fix back the rod and to change left screw on t8. The revision was planned but postponed because the patient is in intensive care, following an septic shock.

Event description:
An "(B)(6) paraplegic patient. During scopic controls performed in (B)(6) 2015, surgeon observed that the nut in t8 - left side was out of the screw head. The nut on t6 - left side is still is in the screw head. The left rod is out of the screw head on t6 and t8. It is also observed that the charcospine has grown and migrated to the t8 vertebra. The surgeon will revise the patient in order to fix back the rod and to change left screw on t8. The revision was planned but postponed because the patient is in intensive care, following an septic shock.